Manufacturer narrative:
(B)(6). Patient country: austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient faced infusion set leaking event on (B)(6) 2024. The leakage was in the tubing. The infusion set was in use for one day. No further information available.